Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the instrument passed 1 clip test out of 3 during in-house testing, it is likely that the bent grip would not allow the clip to be properly released from the grips during the procedure. The jaw was opening and closing properly and there was no immediately close issue with the jaw. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with damage observed. The event occurred prior to clip application. The issue was related to unexpected motion of clip applier while attempting to clip. Medium large hem-o-lock clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip closes immediately. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.